Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients profiles and orders are not showing in stations. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog and medical device model. Upon investigation of the actual device used in this incident, it was determined that all patients' profiles and orders were not showing in stations. A technical support specialist (tss) confirmed an outage originating from dha. Following server restoration, the data synchronization service did not automatically start. Once the service was initiated, all messages began flowing properly and station communication was fully restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients profiles and orders are not showing in stations. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.